Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. H6: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was confirmed that the event of fluid leak was defined in the product risk documentation. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient's artificial urinary sphincter (aus) device was leaking. The aus device was explanted and replaced by the physician. No patient complications were reported.

Event description:
It was reported that the patient's artificial urinary sphincter (aus) device was leaking. The aus device was explanted and replaced by the physician. No patient complications were reported.

Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. H3, h6: no product will be returned. A supplemental MDR will be filed as necessary when additional information becomes available from the investigation.